Manufacturer narrative:
The international customer provided three (3) separate identifying lot numbers. It is unknown which belongs to the fractured polyaxial screw. Lot 687074 manufactured 2/20/2015. Lot 692540 manufactured 6/1/2015. Lot 692490 manufactured 6/5/2015. No evaluation possible at this time. The polyaxial has not been removed from the patient. It remains securely anchored within the l5 lumber vertebrae. Upon the receipt of additional information and/or the device, a follow up reported with be submitted.

Event description:
Follow up x-rays taken (B)(6) 2016 revealed the polyaxial screw located at the right l5 had fractured and broke. Revision surgery is scheduled for (B)(6) 2016. The zodiac degenerative spinal fixation system was originally implanted on (B)(6) 2015 from the l3 to l5.